Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the sensor glucose value was not showing. Troubleshooting was done and it was found that the needle was damaged upon insertion. The customer removed the sensor and the needle was almost impossible to see. It was stated that the needle had broken and flattened up against the sensor. Blood glucose value is unknown. A replacement sensor would be sent but no product will be returned for analysis.